Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the patient's pump was alarming due to a motor stall. The pump had recovered and then stalled again on (B)(6) 2018. The alarm had been silenced on (B)(6) 2018; however, the device was alarming again. Technical services reviewed alarm considerations. It was reported the pump will be replaced monday ((B)(6) 2018). It was reviewed to return the pump for analysis. On (B)(6) 2018, the logs showed the alarm was due to a tube set, stating the pump had been stopped for 52 hours. Technical services reviewed screen navigation for silencing the alarms. Once the pump was updated, the caller double checked the alarm status using the 8840 clinician programmer to confirm the alarm was silenced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a manufacturing representative (rep) regarding a patient receiving 12 mg/ml of hydromorphone at 3.995 mg/day, 150 mcg/ml of clonidine at 49.5 mcg/day, 20 mg/ml of bupivacaine at 6.65 mg/day, and 250 mcg/ml of baclofen at 82.5 mcg/day via an implantable pump for spinal pain. It was reported a motor stall had occurred and the patient had not recently had a magnetic resonance imaging procedure (MRI). The pump status and/or event log report showed that a motor stall and motor stall recovery had occurred. The logs revealed the motor stall occurred on (B)(6) 2018 at 12:06 am and the stall revered at 07:03 am. The patient was at home in bed without any new environmental exposure or electromagnetic interference (emi) near the pump. The test alarms were played for the patient and the pump was going to be updated with the 10-minute critical alarm interval, as well as the longer alarm times. The test alarms were heard by the patient and the patient reported hearing the pump alarm on (B)(6) 2018. The patient reported they experienced an increase in pain which resolved since the pump recovered. Technical services provided programming assistance related to the use of the alarms screen on the 8840 clinician programmer tablet. The rep reported they were not able to view the report from the ¿gear wheel¿ since there were active pending changes to the pump. The programmer was showing messaging related to the pump alarms being updated. No further complications were reported or anticipated.

Event description:
Additional information received from a hcp via manufacturer representative indicated the pump and catheter were replaced on (B)(6) 2018 and would not be returned (sent to pathology per hospital protocol). During the procedure, the surgeon attempted to aspirate from the side port, but was unsuccessful. There were no known environmental/external/patient factors that may have led or contributed to the issue. The status of the patient was stated to be alive and with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# n361159003, implanted: (B)(6) 2013, explanted: (B)(6) 2018, UDI: (B)(4), product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.